Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a missing set screw. Analysis demonstrated normal operation and functionality of the device. The device passed hold cap leakage testing on the bench and on the titan automatic tester. The device failed the hold cap leakage testing on the ngt automatic tester. Because of these inconsistent results, could not confirm the reported hold cap leakage failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was attempted and not implanted because the setscrew fell out of the header. A different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.